Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements measuring greater than 2,000 ohms. It was noted that the pacing impedances had spikes in impedances. Additionally, there was observations of noise that was being oversensed which resulted in delivery of multiple inappropriate shocks and there were observations of high pacing thresholds. It was suspected that the lead was fractured. The plan is to perform a revision procedure. At this time, the lead remains in service. No additional adverse patient effects were reported. Additional information was received which reported this lead will not be explanted as they plan to leave the existing lead in place and implant an additional new right ventricular (rv) lead to ensure appropriate sensing and pacing function. Additional information was received which reported that the right ventricular (rv) lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements measuring greater than 2,000 ohms. It was noted that the pacing impedances had spikes in impedances. Additionally, there was observations of noise that was being oversensed which resulted in delivery of multiple inappropriate shocks and there were observations of high pacing thresholds. It was suspected that the lead was fractured. The plan is to perform a revision procedure. At this time, the lead remains in service. No additional adverse patient effects were reported.